Event description:
It was reported by the patient with this right ventricular (rv) lead that their lung was punctured during the implant procedure. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.